Event description:
An altitude alarm was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer's insulin delivery was suspended due to the alarm, and technical support provided instructions to clean and check the pump, but the issues persisted. Efforts to resume insulin delivery with a new cartridge were unsuccessful, prompting technical support to decide on replacing the pump and cartridge. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy. The pump was under warranty, and arrangements were made for the customer to return the pump using a pre-paid label.